Event description:
It was reported that shaft break occurred. The 75% stenosed, 10 mm x 4 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.0 mm x 8 mm quantum maverick balloon catheter was advanced for dilatation. However, the delivery shaft was fractured 60 cm from the distal end of the balloon. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded, and there was blood in the wire lumen. The tip, balloon, inner/outer shaft and hypotube were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube and a complete separation in the hypotube located 72.2cm from the tip of the device. The fracture faces of the separated ends were oval, as if kinked prior to separating. The rest of the device was inspected, and no other damage or irregularities were found.

Event description:
It was reported that shaft break occurred. The 75% stenosed, 10mmx4mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.0mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, the delivery shaft was fractured 60cm from the distal end of the balloon. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.